Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the pump found that the bulb was worn due to wear against the pump kink resistant tubing (krt). The pump passed the leak test. The cylinders were visually inspected and leak tested. The first cylinder had broken fabric threads in the proximal portion of the cylinder and a hole was found in the outer tube. Analysis determined that the hole was the result of fatigue at the area where the proximal cylinder body is bonded to the rear tip. This cylinder had wear at a fold in the distal end of the cylinder body. The second cylinder had wear at a fold in the distal portion of the cylinder and passed leak test. Based on the information available and analysis results, the reported mechanical issue and hole in the cylinder were confirmed and the cause was traced to a component failure.

Event description:
It was reported that this inflatable penile prosthesis did not work as expected. A revision surgery was performed, during which a tear was noted in the cylinder. The cylinder and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis cylinder and pump removed and replaced due to a tear in the cylinder. No patient complications were reported.